Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7106411.

Event description:
It was reported that the patient was longer receiving pain relief due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. All explanted device components will not be returned.